Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -6.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same size but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, in moisture with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).